Event description:
It was reported that blood backed up into the sternal saw during cardiopulmonary bypass surgery. The product was changed out and the surgery was completed successfully.

Manufacturer narrative:
The product was returned to terumo. It was determined that the blade guard was damaged and the blade could not move back and fourth which prevented the saw from working. The saw was repaired and returned to the customer. This report is being submitted to the FDA as a result of a retrospective review of product complaints.